Event description:
The device was returned to manufacturer and is pending product analysis. No other relevant information has been reported to date.

Event description:
Additional information was received that the patient underwent a full revision. The physician performed troubleshooting by reinserting the connector pin, but the high impedance persisted. Both products were replaced. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect device has not been received by manufacturer to date.

Event description:
Product analysis was completed on the suspect device. One portion of the lead assembly was returned with 2 tie downs, the electrode array was not returned. Five sets of setscrew marks were observed on the connector pin indicating a good electrical connection to the lead at one point in time. Abrasions were observed on the connector boot and outer tubing that did not penetrate, likely due to wear. White deposits were observed on the outer tubing in some areas, related to organic processes during implant. Coils are kinking, tubing is compressed, and internal abrasions were seen in some areas. Cut openings were seen on the outer tubing in three areas, likely related to explant procedures. The ends of the inner tubes and ring coil are cut and the pin coil end is broken. The pin coil surface near the end appears twisted, likely occurring during explant procedure. The pin coil end is dark with signs of pitting and shows signs of a stress induced fracture. Dried body fluids were observed inside the inner and the outer tubing, in some areas, with no fluid ingress noted other than the identified cut tube openings and cut ends of the lead, and therefore will not be captured. Coils are kinked in some areas, likely occurred during explant procedure. Incisions were made for continuity checks and other than the identified pin coil break, no other discontinuities were seen. Product analysis worksheet and figures were reviewed and no other anomalies were seen. The allegations of ¿high impedance¿ were confirmed. Based on the findings in the product analysis lab, there were signs of a stress induced fracture. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in clinic with high impedance observed during interrogation at an outpatient follow-up. The patient had recently undergone a battery replacement. A surgery has been scheduled for the high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.